Event description:
It was reported that patient underwent hip arthroplasty in 2007. Subsequently, patient developed pain and radiographs taken revealed excessive wear superiorly on the liner. A revision procedure was performed in 2009, and the modular head and liner were removed and replaced.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on september 15, 2009 with event details. This report filed october 14, 2009.

Event description:
It was reported that patient underwent hip arthroplasty in 2007. Subsequently, patient developed pain and radiographs taken revealed excessive wear superiorly on the liner. A revision procedure was performed in 2009, and the modular head and liner were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of impingement on the rim of the liner opposite the location where the liner had fractured. The bearing surface near the region of the fractured rim of the liner was polished indicating that this was the primary articulation and loaded region. The polished region extended past the spherical region of the liner and onto the chamfered region of the rim. This would indicate that the modular head had been subluxing. The chamfer section of the fractured rim segment was also polished. This report filed september 17, 2009.